Event description:
It was reported that during treatment, one unit of oxiris set had an external fluid leakage and air entered in the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Oxiris has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.